Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation for atrial flutter (afl) and persistent atrial fibrillation (psaf) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cavotricuspid isthmus (cti) ablation was performed, then left pulmonary vein (lpv) and right pulmonary vein (rpv) were isolated. During rpv isolation, the patient became hypotensive and cardiac tamponade was confirmed. Pericardiocentesis was performed for about 30 minutes to drain the fluid from the pericardial space. Patient fully recovered and was transferred to the ward. There was no report of prolonged hospitalization. The physician¿s causality opinion was not provided. There was no evidence of a steam pop during the ablation. No abnormalities were observed before or during use of the product. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.